Event description:
It was reported that during reprocessing of the 5mm bowel grasper instrument, it was noted that the insulation on the instrument is peeling off. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the black tube insulation is damaged at the distal end. The insulation is gouged on one side and has a .135 x .090 piece missing roughly 4.5 above the snake wrist. The insulation also has various gouges above this damaged area. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.